Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify low battery life due to blank display. The insulin pump had missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump would not turn on, after replacing the battery. Blood glucose at the time of incident was 124mg/dl. The customer was able to get pump working after 45 minutes. Troubleshooting was not able to resolve the issue. The customer declined to do any type of troubleshooting and requested to have insulin pump replaced. The device will be returned for analysis.